Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. There was no indication the death was device related.

Event description:
It was reported the patient was undergoing a lung mass biopsy. During the 2nd biopsy attempt, the patient "had what appeared to be a syncopal/vasovagal episode and a rapid response was initiated. At this time, his pacemaker was non-functional without pacer spikes on the monitor or a magnetic response." After more than 20 minutes of CPR, the patient expired. Interrogation of the device revealed that on the day of death, there were multiple episodes of vf/vt that were detected and treated by the device with shocks. The autopsy states the cause of death could not be determined. There is no allegation from a hcp that the death was device related. The patient had a medical history that included coronary artery disease, coronary artery bypass surgery 2002, cardiomyopathy, hypertension, hyperlipidemia, diabetes, emphysema, and metastatic lung cancer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related. Evaluation summary: no anomalies found.